Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2014). The lay user/patient¿s products have been returned, and the meter was evaluated by lifescan product analysis on 07/07/2014 with the following findings:the meter involved with this complaint failed testing. The meter's power botton was stuck, making it difficult to turn on. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging power button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.